Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad, preventing the customer from rewinding the insulin pump. The customer stated that she received a low reservoir alarm, went to change the reservoir, and found that she was unable to rewind the insulin pump. She replaced the battery, but this did not resolve the rewind issue. She noted that the down arrow button was giving her issues as well. The customer did not know the blood glucose reading. The insulin pump appeared to have reset back to factory settings after the battery change. She was unable to complete the troubleshoot procedure due to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.